Event description:
It was reported that during a pancreatectomy procedure the device began vibrating when it was put on the operative field. When the surgeon used it again, the white part of the passive blade broke and fell in the pt. The surgeon removed it. Another similar device was used to complete the case. No pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.